Event description:
During administration of the contraceptive, the syringe disconnected from the needle and the drug splattered in the pharmacist face and eye. The pharmacist had an eye irritation and went to ophthalmologist and was prescribed an eye drop.

Manufacturer narrative:
This event was reported by cifarma, a pharmaceutical company. Cifarma uses bd syringes as part of its product. According to cifarma 5 bd lots were used in production of the cifarma product related to this event. The incident cannot be narrowed to one lot, since cifarma used multiple lots (lot # 1118765, 1150903, 1129363, 1133464, 1129358) in its product. All reported lots were manufactured in 05/2011. Eval summary: retention samples from reported lots were tested for leakage and no failure were noted. On a later date, sample was returned from customer. The returned sample is under investigation. Complaint history check yielded no other complaints for similar condition for the lots reported. Device history review was conducted for reported lots and no anomalies noted. Quality will continue to monitor on monthly trend reports.